Event description:
It was reported that the patient had a return of symptoms and that 'she had never had this happen before.' It was noted that the patient used her device 'at a very low level.' No falls or trauma, or changes in diet were reported. The patient noted that she 'had a steroid prednisone shot performed 2 days prior to the report' due to poison ivy. It was noted that the patient 'fell a lot.' The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot# v003326, implanted: (B)(6) 2006, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).